Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 439 mg/dl while wearing the pod. The patient reports their personal diabetes manager (pdm) would not turn on. As treatment, the patient administered insulin via pen injections. Once at the hospital the patient had tests performed for their heart rate and blood pressure. The patient was prescribed long term insulin. The patient was discharged from the hospital after 1 hour.